Event description:
- -

Event description:
Subsequently, this lead was returned for analysis.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Upon completion of the analysis, this event will be updated.

Event description:
- -

Event description:
Boston scientific received information that during a follow up visit, this right ventricular lead displayed increased threshold measurements. In addition, the impedance measurements have decreased slightly. Amplitude measurements have decreased. Pacing inhibition was observed. Lead dislodgement was suspected. The output settings were reprogrammed and a revision procedure is intended. No adverse patient effects were reported, however the patient was hospitalized. A revision procedure was performed. Lead dislodgment was not observed on the x-ray or by visual inspection. Attempts to reposition the lead were unsuccessful, however the lead could not be affixed properly. A decision was made to replace the lead. It was thought the lead position may have caused the issue.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt to the post market quality assurance laboratory, visual observation revealed dried body tissue entwined throughout the helix mechanism. Cuts in the insulation were noted at 288-291 mm due to the removal of the suture sleeve tie done. Analysis did not determine any manufacturing issue that would have led to the lead dislodgement.